Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable rubber insulation was damaged. A replacement cable was sent to the customer. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 172 mg/dl.